Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit or failed battery test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 128mg/dl at the time of the incident. The customer reported that he has a pump that is going through batteries about as fast as he puts them in and then gets a failed battery test. A replacement battery cap was sent to the customer. The customer called back after receiving and reported that the battery does not last more than one or two days. The customer's blood glucose was 148mg/dl. Customer used a new battery and the fail battery alarm recurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.